Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Common device name: model is unknown. (Expiration date): unk, no serial number reported. PMA/510k #: this product is not marketed in the us. (Manufacturer date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated patient with tass (toxic anterior segment syndrome). Doctor gave the patient pred forte and the eye is quiet now. It was reported that there are a few deposits on the icl lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).